Event description:
It was reported that an ilet user experienced a severe high blood glucose event with readings between 250 and 300 mg/dl for more than 90 minutes, which improved after the user changed the infusion set and associated supplies. Customer care provided support that included a review of product use and troubleshooting. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hyperglycemia remained unclear. Symptoms included dry mouth and excessive thirst. Outcomes included no hospitalization. It was concluded that the event was user-managed with resolution after infusion set replacement and no further intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.